Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient's toes were curling to the point where they hurt. The patient stated their toes would cramp and it would wake them up at night. The patient said that when they laid down sometimes it had felt like the implant had tried to move on them, almost like it was trying to somersault over something. Information was reviewed with the patient. The patient needed to charge their communicator up to use but said they would try turning stimulation down to see if that resolved the issue with their toes. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient would charge up their communicator and would try to connect with their implant to see if they could turn the stimulation down.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient called back in reporting that their replacement communicator was still not working and that they think their implantable neurostimulator (ins) was the problem. Patient stated that whenever they tried to turn their therapy off, they keep seeing the device not responding screen. Patient added that they felt their ins like it's almost "flipped-flopped" inside them when they go to bed and slept. Patient mentioned that their ins was moving around too much, and even with the "technician" confirming that they were connecting to their ins correctly, they're still unable to connect to their ins. Patient added that the fully charged the communicator to 100% and that they haven't followed up with their hcp because they were redirected to mdt for confirmation that mdt already did "everything". Agent offered to walk patient through troubleshooting, but patient stated that they haven't charged their external devices. Patient will call back tomorrow after fully charging their external devices. Additional information was received on (B)(6) 2026 patient called back with 3 communicators and they weren't sure which one was t heir most recent replacement communicator and they wanted to try to connect to their implant. Patient services reviewed communicator serial numbers with the patient and was able to help the patient determine which communicator was the most recently replaced however the patient kept getting 'not found.' Patient services had the patient attempt to toggle bluetooth off and back on again and put the handset in airplane mode briefly and then turn airplane mode off again and patient attempted to pair the communicator again however they got a not found. Patient moved to another room without any electromagnetic interference and got a not found again. Patient services had the patient power off the handset and restart and they continued to get a not found. Patient services had the patient attempt to use their other communicator and they still got a 'not found'. Patient reiterated that the implant felt like it was doing somersaults in them and they didn't think it was the external devices that were the problem, they thought it was the ins that wasn't working and they noted that they'd told the hcp's nurse that but the nurse didn't listen to them and told them to call manufacturer. Patient services conferenced in healthcare it for assistance and healthcare it had the patient force stop the communication manager and the patient went into the interstim x my therapy application and attempted to pair the most recently replaced communicator to the application and they got a not found. Patient powered that communicator off and switched to attempting to pair the 'other communicator' and still got a not found. Patient then hit switch communicators that patient services didn't think to switch communicators before and when patient hit 'switch communicators,' the handset already had the 'other communicator' serial number found so the patient was able to select that communicator and continue/hit next and they were able to successfully pair. Patient services then walked the patient through connecting to their therapy settings. The troubleshooting steps taken on the call resolved the reported issue. The patient said they needed to get an MRI and not being able to connect previously had been preventing them from getting an MRI and they wanted to know what to do for MRI so patient services reviewed MRI mode with the patient and MRI compatibility considerations and walked the patient through activating and deactivating MRI mode. Patient was mr conditional full body scan eligible. The patient was then able to turn their therapy back on and end their session. Patient was so happy to have connected. Patient services directed the patient to follow up with their hcp to discuss their implant concerns. Patient said they would reach out to their hcp and pursue getting an MRI. Patient put aside the replacement communicator that hadn't paired and the tm90p communicator they hadn't used saying they would not mix them up with the paired 'other' communicator again. Patient may call back for further assistance in activating MRI mode in the future.